Manufacturer narrative:
The device in this case was not returned for physical eval. A definitive conclusion cannot be made at this time. Production lot history review did not reveal any non-conformances that would have contributed to the reported event. The product met the acceptance criteria prior to release. Based on the initial report, and the complaint lot history, a definitive conclusion cannot be drawn. Per the instructions for use (IFU), repositioning of the coil once placed can increase the potential for coil stretch and/or mechanical detachment.

Event description:
Dr. Was coiling an with echelon 14 and hyperglide 4x20 in place due to wide-neck nature. Dr. Deployed several sapphire coils w/o incident. Dr. Deployed e-2-4-t10-ts and upon repositioning, the coil stretched. Coil mechanically detached with 2cm protruding into the parent artery. Dr. Deployed neuroform stent 4.5x15 into artery to "pin" coil loop into the artery wall. Pt was discharged with no complications from the case.